Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients spouse that the patients "body is jerking on same side as heart device is implanted"...."shaking a lot" and "seizures". The implantable pulse generator (ipg) exhibited possible muscle simulation. The ipg remains in use. No further patient complications have been reported as a result of this event.